Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 463 mg/dl and multiple boluses were delivered in an attempt to address the bg. The customer was hospitalized due to diabetic ketoacidosis (dka). The cause of the high bg was not known and the pump/supplies were not suspected to be the cause. The customer was treated with intravenous insulin and the bg was returning to target level. A pump system check was performed and no device issues were identified. The customer had not been discharged at the time of the report. Although requested, the discharge date was not provided.